Manufacturer narrative:
Based on the analysis conducted to the investigated issue, the likely scenario is that the side rail broke off because of extensive external force applied. According to citadel plus instruction for use (IFU, 831.374-en rev. 11): side rails should be checked by the care giver daily. Failing to carry out these checks may compromise the safety of the patient and the care giver. To sum up, the side rail of the bed was partially detached from the bed frame, therefore the arjo device did not meet the specification. The complaint was assessed as reportable due to detachment of the side rail which can lead to a patient fall.

Event description:
Arjo representative was informed that the side rail of citadel plus bed was damaged. Side rail was partially detached (screws were ripped off). The photographic evidence of side rail damages was provided. The damaged part was swapped out by arjo technician. The circumstances of this incident are not known. No injury was claimed.